Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided. H6: event problem codes ¿ patient code: 1690 abscess. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported a peri-implantitis at tooth site 15 observed during the clinical procedure. Placement of right upper max implant at tooth site 15 with usual flap and suturing. Withdrawal of stitches 11 days later. On (B)(6), patient went to clinic due to inflammation and abscess; peri-implantitis and implant mobility was detected and implant was removed. The process was completed with another implant.